Event description:
It was reported that the patient experienced sustained hyperglycemia with large ketones after an apparent infusion set failure overnight while using the ilet and was later determined to be in diabetic ketoacidosis; the user did not hear ilet alerts and remote cgm alerts were not active, and education on ketone action steps, backup insulin administration, and alert routing was provided. Symptoms included elevated glucose values over 400 mg/dl and diabetic ketoacidosis. Outcomes included hospital admission, initial treatment with IV insulin, transition to multiple daily injections per prior settings, discharge after approximately one and a half days, recovery, and resumption of ilet therapy with normal function reported. Investigation included review of device data, review of patient use and clinical course, and user troubleshooting and education. Investigation of this case revealed an infusion set issue with prolonged hyperglycemia and missed alerts contributing to dka. It was concluded that the event was related to an infusion set problem and user alert availability, with no device malfunction identified and the device performing as expected after reapplication. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.